Event description:
It was reported that during an unknown procedure, the device would not fire. A new reload (discarded) was loaded and the device fired, but all staples were malformed and the tissue was not cut. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.